Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose level was approximately 40 mg/dl. Reportedly, the customer received more insulin than intended due to cgm sensor readings not being received. The customer consumed drank large glass of chocolate milk to address low bg. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.